Event description:
Crew responded to a cardiac arrest call, ECG electrodes and defibrillation electrodes were attached to the pt. The pt was determined to be in v-fib. Reportedly, when an attempt was made to deliver a shock the device indicated connect electrodes and use of the device was inhibited. A back up device was on scene, it was retrieved and used to continue care to the pt. A successful shock was delivered to the pt. The pt was transported to a local hosp. The reporter stated there were no adverse affects to the pt as a result of device operation. The pt received an internal pacemaker and was released from the hosp.